Event description:
It was reported there was an occlusion, and pump system replacement. (B)(4) study was performed, but they were unable to aspirate the catheter. Due to the inability to aspirate, a pump system replacement was performed on (B)(6) 2008. Upon replacement, the catheter tip was found to be "broken off in the intrathecal space", so the tip was not retrieved, and was left in the patient. There were no patient symptoms reported. The patient's status was listed as without injury and "recovered without sequela". The pump was prophylactically replaced when the catheter was, to avoid in-vivo battery depletion. The medication in the pump was dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found the catheter body broken and a compressed area due to the patient anatomy/ possibly caused by an occlusion.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.